Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-21858. It was reported the patient experienced ineffective stimulation due to migration. X-rays showed both of the patient¿s leads migrated north of the initial implant position. To address the issue, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician relocated both of the patient¿s lead south to sit at the originally implanted location on (B)(6) 2020. Postoperatively, effectively therapy was reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.